Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The spring mechanism is missing from the stem reamer and punch guide.

Manufacturer narrative:
Examination of the submitted device confirmed the compression spring component and set screw component are missing. A complaint database search finds no additional reports against the complaint sample product and lot combination. A two-year complaint database search against product code (B)(4) finds no additional reported events. It is unknown if the set screw component was removed during cleaning. Based on the condition of the device and the manufacture date of 2000, the root cause is being attributed to device wear from normal use and servicing. Based on the determination of device wear from normal use and servicing as the root cause and the low frequency of reported events against the product code, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.